Event description:
Pt is a long term home tpn consumer. Infuses tpn at home via sabratek 6060 pump. Pt had an IV pump tubing leak at the pump cassette site. Pt changed tubing and returned defective tubing.